Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter street line 1- (B)(6). E1 initial reporter street line 2- (B)(6). B4 date of this report- 12/10/2025.